Manufacturer narrative:
B3. Date of event: (per clinical trial safety event notification report onset date: unkfeb2023) b5. Describe event or problem updated manufacturer report 2124215-2023-04013 has already been filed for the device performance issue and medical intervention occurred for this procedure. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with this type of treatment and is noted as such in the device direction for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. The fiber was stripped twice during the procedure. It was reported that the fiber broke inside the patient body. A scalpel blade was used to manually strip the cladding away from the fiber core. The breakage occurred where the manual pressure was used to strip away the cladding. The fiber break occurred secondary to the striping methodology. The fiber particles were retrieved from the patient body using graspers. The break did not result in patient harm, inability to do the case, and did not require a second fiber. The procedure was completed with same fiber without patient complications. Post procedure, a urinary catheter was placed and removed the next day at discharge. The patient was discharged and prescribed with pyridium (doze unknown) for pain prophylaxis and omnicef (doze unknown) for infection prophylaxis. The patient began experiencing a urinary tract infection around seventy-six days post procedure. The patient symptom of urinary tract infection was reported to be resolved ninety-one days post procedure. The break was assessed by the study facility as related to the device. A urinary tract infection was assessed by the study facility as possibly related to the holmium laser enucleation of the prostate procedure and not related to the device.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. The fiber was stripped twice during the procedure. It was reported that the fiber broke inside the patient body. A scalpel blade was used to manually strip the cladding away from the fiber core. The breakage occurred where the manual pressure was used to strip away the cladding. The fiber break occurred secondary to the striping methodology. The fiber particles were retrieved from the patient body using graspers. The break did not result in patient harm, inability to do the case, and did not require a second fiber. The procedure was completed with same fiber without patient complications. Post procedure, a urinary catheter was placed and removed the next day at discharge. The patient was discharged and prescribed with pyridium (doze unknown) for pain prophylaxis and omnicef (doze unknown) for infection prophylaxis. The patient experienced urinary tract infection. The patient symptom of urinary tract infection was reported to be resolved ninety-one days post procedure. The break was assessed by the study facility as related to the device. A urinary tract infection was assessed by the study facility as possibly related to the holmium laser enucleation of the prostate procedure and the device. This report is for the patient symptom of urinary tract infection.

Manufacturer narrative:
Date of event: actual event date is unknown. Manufacturer report 2124215-2023-04013 has already been filed for the device performance issue and medical intervention occurred for this procedure.